Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer intermittently experienced difficulties with inserting the cable into the usb port of the pump in order to charge the pump battery. Reportedly, the prongs and the port were "not shaped properly." Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.